Event description:
Customer reported receiving a "scan again in 10 minutes" message on the day of applying the adc freestyle libre sensor and was therefore unable to obtain scan readings. Customer experienced a loss of consciousness and was able to recover themselves and self treat with oral glucose. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.